Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 41 mm in diameter saccular aortic aneurysm. The proximal aortic neck was 17-18 mm in diameter and 12 mm in length. The aortic neck angulation was approximately 80 degrees. During the index procedure, it was reported that an iliac extension was implanted first, followed by the aortic extension. Due to severe angulation of the proximal neck, the sealing zone of the greater curvature side could not be secured sufficiently, and as a result, a type ia endoleak developed. Two other manufacture cuffs were additionally implanted, but the endoleak remained. The physician decided to continue monitoring the clinical course, and completed the procedure. No additional clinical sequelae were reported and the patient is fine.